Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the door latch for air detector was broken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One device was received. Visual inspection: air detector door latch was in a bag, smc connector broken, air detector gasket ripped. Heater 1 had a tear, old style float switch that was cracked, return tube with micro fractures and an extra o ring on it. The complaint was confirmed during visual inspection when the air detector door latch was not on the device and was in a bag. A root cause was due to the customer being unable to reassemble the air detector door latch after disassembling it. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken: disassembled air detector to reattach door latch. Replaced both heater 1 and 2 due to heater 1 being ripped, float switch, bulkhead elbow fitting, return tube, pole gasket, bracket pole mount, label set, o-rings and fan guard as preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
Additional information received via email. The reporter stated that this was brought to their attention on (B)(6) 2023 and it was unknown what the situation was when the fault occurred. No adverse patient effects were reported by the customer.